Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was found broken 3 days after placement. It was later reported via email on (B)(6) 2018 from (B)(6) (medicon representative), there were no missing pieces of the catheter.

Manufacturer narrative:
The reported event was confirmed. The evaluation found a typical jagged tear at the area of breakage on the returned catheter. How and when event occurred could not be determine. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter."

Event description:
It was reported that the catheter was found broken 3 days after placement. It was later reported via email on 12oct2018 from anori ishii (medicon representative), there were no missing pieces of the catheter.